Event description:
It was reported that during an unknown procedure, the clip applier misfired continuously. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: how did device misfire? Surgeon fired clip applier and the clip did not close properly, proceeded to fire it twice outside the patient and clips fell out of the jaw half formed. Did the clips not deploy into the jaws? No. Did the clips fire intermittently? No. Which firing of the device did this event occur on? First three firings. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? First firing in the patient the second two, outside of patient. All clips failed. What were the indications for surgery? Lap chole what was found? Unknown. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No.